Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 7349717. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, testing of the samples submitted by your facility was unable to duplicate the event. Unfortunately without the ability to duplicate the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system had a safety shield failure. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system had a safety shield failure. No serious injury or medical intervention was reported.